Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the verbatim: while priming laronidase, fluid began spraying form tubing. Medication sprayed on rn and surrounding environment. Hole found and pressure applied - area taped and tubing bagged to send to central. Pharmacist called rn to request email explaining equipment malfunction in order to make another dose of this enzyme medication. Email sent and safety report completed.

Manufacturer narrative:
E1: initial report facility- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer reported tubing was spraying fluid during priming, and returned one used sample of material #24600-000 and batch #23025395. The sample was visually inspected for defects, and a band-aid was placed on the pumping segment upper fitment. The tubing set was primed with water, and the leak was confirmed to be from a tear in the silicon tubing of the upper fitment of the pump segment. There is a possibility for silicon tears due to improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. Root cause is officially unknown for the issue, but is not related to manufacturing process. Device history record review for model 24600-0007 lot number 23025395 was performed. The search showed that a total of 15,363 units in 1 lot number was built on 23feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.